Event description:
This rv lead was implanted on (B)(6)2008 and was capped on (B)(6)2016. A call was placed to technical services on (B)(6)2016 reportedly stating that red alert for rv pace impedance, out of range impedance, suspected fracture and loss of capture at maximum outputs. The physician was dr. (B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).